Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. It also indicated pacing capture threshold in the right ventricle was elevated. Concomitant products: ddbb1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient presented to the hospital due to alert tones from their device. Their right ventricular (rv) lead exhibited high impedance, high thresholds, and unstable thresholds. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.